Event description:
Getinge became aware of an issue with one of our devices 115080a0 - stationary transformer used with 118001b2 - hybrid or table column, surface-mounted. According to the user statement, the or table failed to move during the procedure. Neither the remote control nor the control panel could operate it during a neurosurgical angiography procedure. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the operating table not responding to the remote control or the override panel, leading to inability to position the patient as required, was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The full unique identifier (UDI) # information is not available since the device was manufactured before 09/24/2022. Event site name: (B)(6) hospital. E1 event site postal code: (B)(6).